Event description:
It was reported that when using the bd pyxis¿ es server, patient was not crossing over. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 and h4 unique identifier (UDI), medical device serial, medical device model, medical device catalog and device manufacture date not available. Upon investigation of the actual device used in this incident, it was determined that the single patient was not crossing over. A technical support specialist (tss) spoke with customer who reported that a patient was showing as pre-admitted and not crossing over. The customer stated they had to override the patient profile, which was inconvenient, and requested immediate assistance. The customer had already contacted it and overridden the process, however, the issue persisted. The customer was informed that the case would be assigned to a specialist for further assistance and acknowledged this. The case was assigned to the station queue. After several follow-ups with no response, it was later verified that hp_intp_b had shown preadmission configured, which caused the pre-admitted patient to display on the station. The customer was advised to contact their allscripts team to send an official admit message. The ticket was closed per the strike rule. The system functioned as intended after the technical support specialist troubleshot the device.